Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, crease in iol was noted after insertion. Lens removed and replaced with a new lens. Lens is available for return. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and viscoelastic. The use of an unspecified monarch handpiece was indicated. It is unknown if a qualified handpiece was used. The company lens model is only qualified for use with the company handpiece and a quailed lens/company cartridge combination. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. It is unknown if a qualified lens/cartridge/handpiece combination was used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).